Event description:
A customer reported a cartridge change error with their pump. The error did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within a safe range. Technical support instructed the customer to inspect and clean various parts of the pump, but the error persisted even after attempting to load a second cartridge. As a result, technical support arranged for a replacement pump and advised the customer to use multiple daily injections as backup therapy. The customer was also guided on how to put the problematic pump into storage mode and instructed to return it using a prepaid label.